Manufacturer narrative:
The device was received for evaluation. Visual inspection found 'all labels removed including serial number label'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be missing tubing ID label, load point 1 label, certification (ul) label and power and bolus label. The tubing ID label, load point 1 label, certification (ul) label and power and bolus label requires replacement to address this issue. During evaluation the device had reduced audio level. The cause was identified to be a detached speaker. The rear case requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that all labels including the serial number label of a spectrum iq pump were removed. This occurred during sterile processing . There was no patient involvement. No additional information is available.